Event description:
The manufacturer received information from the patient¿s wife thinks the device is refurbished because the patient had pneumonia after he first got the device but stopped using it before the husband¿s pneumonia occurred. The patient was admitted to the ICU with pneumonia on (B)(6) - (B)(6). Then discharged to home with IV antibiotics and oxygen. The customer states there was no device malfunction noted and is now using the CPAP machine with a full recovery from the incident and now has an autoimmune disease. It is unclear how long the patient was using the device and stated the device was not in use when the pneumonia happened. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.